Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the tablet device would not hold a charge. The tablet was allowed to charge for a long period of time but would turn off when unplugged from the power adaptor. The tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the tablet device. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the tablet could not charge the main battery, and as a result was also not able to be powered using the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis.